Manufacturer narrative:
Result: bent rail.

Event description:
It was reported that the bed was delivered and s/n (B)(4) had a damaged foot end right siderail. The foot left siderail looked slightly bent as well and was rubbing up against the foot end litter deck and possibly could not latch. No pt involvement or adverse consequences were reported.